Manufacturer narrative:
G4: PMA / 510(k): device is not marketed in the united states; however, it is similar to the united states marketed device. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that only one channel worked during nerve monitoring which resulted in failing to establish measurements. Intact bilateral vocal cord function was documented postoperatively. There was no patient impact.

Manufacturer narrative:
B5: additional information is received. H3: visually, there was contamination on the flex circuit and cuff balloon and multiple creases in the flex circuit upon return. Add itionally, surgical tape was wrapped around the wire harness near the mid-section. Electrically, the maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 104 ohms (blue with clear tubing), 36 ohms (blue), 19 ohms (red with clear t ubing), and 33 ohms (red) which the blue with clear tubing, blue, and red electrodes were out of specification. Functionally, the device was connected to a nim system, and the electrodes on the distal end of the flex circuit were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wires, or the connector pins. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure was completed using same device.